Event description:
Rn noted gauze over pt's left antecubital PICC to have dried blood. Rn removed dressing to assess and clean site. Rn held flange in position and gently removed steri-strips at which time, 3.5cm of PICC line came out of pt. Rn applied pressure to site and contacted physician. Chest x-ray revealed catheter fragment straddling pulmonary arteries. With the pt under general anesthesia, a cardiologist removed the catheter fragment via cardiac catheterization.